Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had a call from medical engineering and told that one of their arctic sun devices was alarming no flow. They attended following day to check the device. It was checked for internal flow and also checked flow with pads connected. There was no flow at all. It was also noted that the fill tube was in the drain port site and customer had been unable to secure that fill tube in the correct position as it was too loose and kept falling out. No adverse effect, patient was moved onto another device.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had a call from medical engineering and told that one of their arctic sun devices was alarming no flow. They attended following day to check the device. It was checked for internal flow and also checked flow with pads connected. There was no flow at all. It was also noted that the fill tube was in the drain port site and customer had been unable to secure that fill tube in the correct position as it was too loose and kept falling out. No adverse effect, patient was moved onto another device. Per follow up information in wo updated on 13oct2023, decontamination process not finalized, could not fill in the unit with solution and there was a problem with circulation pump. The faulty circulation pump and pressure sensor would be replaced. An electrical safety test would be performed. The system would be sanitized, functionality would be evaluated for compliance with manufacturing specifications. Device would be calibrated. Need to be fixed by engineer. No adverse effect, patient was moved onto another device.

Event description:
It was reported that they had a call from medical engineering and told that one of their arctic sun devices was alarming no flow. They attended following day to check the device. It was checked for internal flow and also checked flow with pads connected. There was no flow at all. It was also noted that the fill tube was in the drain port site and customer had been unable to secure that fill tube in the correct position as it was too loose and kept falling out. No adverse effect, patient was moved onto another device. Per follow up information in wo updated on 13oct2023, decontamination process not finalized, could not fill in the unit with solution and there was a problem with circulation pump. The faulty circulation pump and pressure sensor would be replaced. An electrical safety test would be performed. The system would be sanitized, functionality would be evaluated for compliance with manufacturing specifications. Device would be calibrated. Need to be fixed by engineer. No adverse effect, patient was moved onto another device.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.